Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("physician tried to insert it and it broke apart"), complication of device insertion ("complication of device insertion, device insertion failed") and device difficult to use ("physician tried to insert it and it broke apart") in a female patient who received essure (batch no. E13076) for female sterilization. On (B)(6) 2016, the patient started essure. On (B)(6) 2016, the same day after starting essure, the patient experienced device breakage, complication of device insertion and device difficult to use. At the time of the report, the device breakage, complication of device insertion and device difficult to use outcome was unknown. The reporter provided no causality assessment for device breakage, complication of device insertion and device difficult to use with essure. The reporter commented: physician is converting to a lap tubal. Most recent follow-up information incorporated above includes: on (B)(6) 2016: lot number provided. On 5-jan-2017: ptc request. On 5-jan-2017: picture of broken essure provided. On (B)(6) 2016: no new information from deleted duplicate (B)(4). Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and it was reported that the physician tried to insert it and it broke apart. The event, seen as device breakage, is anticipated according to the reference safety information for essure. In this particular case, the device breakage occurred during a difficult insertion procedure. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: essure insert is made up of a flexible outer coil that is deployed into the fallopian tube and expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil. We visually inspected the returned device and confirmed that all the components were present; we received a damaged micro insert, it was tangled; no damage was detected in the distal end of the delivery catheter. All IFU steps were completed as evidenced by the location of the delivery wire holder within the handle assembly. All bonds were cured. In regards of the visual inspection of the detent, rack, thumb wheel, delivery wire holder and hypotube all components were in conformance with acceptance criteria. We were unable to confirm any quality defect or device malfunction at this time. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a damaged micro-insert is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The outcome of the ptc investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 15-feb-2017: quality safety evaluation of ptc. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and it was reported that the physician tried to insert it and it broke apart. The event, seen as device breakage, is anticipated according to the reference safety information for essure. In this particular case, the device breakage occurred during a difficult insertion procedure. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. An update of the product technical analysis was performed with the returned product, a review of the batch record was also conducted and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Any quality defect or device malfunction could not be confirmed at this time. Further information is being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). As of jan 19, 2017, the rqu has not received returned product for this case it is being processed as if no product will be returned. If product is received in the future, a child case will be opened and an investigation will be completed. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device breakage. Since no medical events were reported, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 20-jan-2017: quality safety evaluation of ptc. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and it was reported that the physician tried to insert it and it broke apart. The event, seen as device breakage, is anticipated according to the reference safety information for essure. In this particular case, the device breakage occurred during a difficult insertion procedure. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis was performed and based on the available information a product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Manufacturer narrative:
Other product or product use issues identified: device malfunction "device malfunction" on 28-dec-2016. The patient's concurrent conditions included obesity ((B)(6)). The reporter commented: questionnaire was received: device (implant) breakage was diagnosed during insertion. An avulsion from the trailing coils device broke implant in half occurring in middle. When the surgeon was deploying the left fallopian tube ostia he noticed there was an avulsion from the trailing coils device that broke the implant in half. No deviation from the insertion procedure as described in the IFU. Essure was removed hysteroscopically on (B)(6) 2016 during original surgery (insertion procedure). It was medically necessary to remove essure. The broken pieces were retrieved from uterus, and sent back to company on 24-jan-2017. Breakage could have led to serious injury under less fortunate circumstances. The patient had to have a laparoscopic tubal ligation via partial salpingectomy. Outcome recovered. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 6-apr-2017: information from duplicate case (B)(4) added. On 17-mar-2017, voice mail received from the reporter, who clarified they only had one patient, regarding the essure breakage, and she confirmed the patient's initials are (B)(6). On 22-mar-2017, essure questionnaire received describing the circumstances of the device breakage received company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and it was reported that the physician tried to insert it and it broke apart/ during insertion, the implant broke in half in the middle, physician noticed trailing coils and broken implant in left fallopian tube ostia, previously reported as physician tried to insert it and it broke apart. There were no deviations from the insertion procedure as described in the instructions for use according to the reporter. The broken essure was completely removed by hysteroscopy in the same procedure. The patient had a tubal ligation and fully recovered. The event, seen as device breakage, is anticipated according to the reference safety information for essure. In this particular case, the device breakage occurred during a difficult insertion procedure; therefore, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis was performed and based on the available information a product quality defect could not be confirmed but is considered plausible.